Event description:
It was reported that the patient underwent a procedure wherein the lead was added for an unknown reason. Additional information was received that the lead was added to provide adequate pain relief. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during patients ipg upgrade, a lead was added due to an unknown reason.